Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced abdominal pain, a blood glucose level of 57 mg/dl, and unspecified injuries to the brain and eyes. Reportedly, the cause for the reported issue was due to the customer being allergic to a non-tandem manufactured infusion set. The infusion set brand and manufacture was not provided. Reportedly, the customer addressed the reported issue with a healthcare professional.